Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse completed a system power manager (spm) reset to verify if the battery was an issue. The system started charging after a full spm reset. The system was tested and verified as ready for use.

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted the technical support engineer (tse) and stated the system had no battery backup. The battery is dead. There was no report of patient involvement or reported injury.